Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.4.

Event description:
Patient reported "pain and a certain discomfort" "encapsulation and deformation," and "very worried due to recall." Additional event of "conductive capsule wall with marked fibrosis and collagen hyalinization and granulomatous chronic inflammatory reaction foreign body type." This is for the left side. Device has been explanted.

Event description:
Additional event of "conductive capsule wall with marked fibrosis and collagen hyalinization and granulomatous chronic inflammatory reaction foreign body type." Device has been explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "pain and a certain discomfort" "encapsulation and deformation," and "very worried due to recall." This is for an unknown side. Device remains implanted.